Event description:
It was reported that the patient experienced syncope after an implant procedure. The right ventricular (rv) lead had dislodged and exhibited high thresholds. The right atrial (ra) lead had dislodged, exhibited high thresholds, no capture, and it was not sensing. The rv and ra leads were repositioned. The patient then experienced a second syncope event. The ra lead was turned off until a revision could be completed. The rv lead remains in use and a lead revision procedure was scheduled. No further patient complications have been reported as a result of this event.